Manufacturer narrative:
Correction: corrected therapy date for drg ipg. D10: concomitant medical products. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced ineffective therapy with their drg system. Diagnostics indicated high impedances on right l1, left l1 and left s2 leads. Additionally, patient's right s2 lead migrated. As a result, surgical intervention took place on (B)(6) 2025, wherein right l1, left l1 and left s2 leads were explanted and replaced. The migrated right s2 lead was repositioned to during the procedure. After the explant, right l1, left l1 and left s2 leads were visually confirmed to be fractured.

Manufacturer narrative:
Date of event is estimated.